Event description:
Device #2 malfunction: difficult to deploy-thumb advancer, clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during device insertion, the exchange sheath kinked. The device was removed and the vessel was rewired using a starclose device. Reportedly, although resistance was met, thumb advancer deployment was completed. After clip deployment, bleeding continued. When the device was removed, it was noticed that the clip deployed in the tissue tract. The clip was removed with hemostats and a femostop was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #1 starclose se, part# 14679-01, lot# 79039-6h, is being filed under medwatch manufacturer report number: 2953144-2009-01189.